Event description:
The customer contact reported particulate. On an unspecified date, particulate was noted on the piercing pin of the tubing set prior to clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.